Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's battery stopped working. Patient reported there was no way they could charge it. Patient reported they were now suffering from right shoulder pain. Patient stated they went to an orthopedic who said it looked like a tear cuff but patient needed an MRI which would not be done unless the stimulator was removed. Patient did not want it removed and wanted help getting it to work again. No further complications were reported/anticipated.